Event description:
The therapist reported that after a forty-five degree wedge was inserted at an approx gantry angle of ninety degrees, the enable lights cleared and the gantry was rotated to 0 degrees, directly above the pt. The pt was supine for anterior treatment of the chest wall, with the wedge above his chest area. The therapist reported that while observing the pt on the monitor they saw the wedge suddenly break free from the frame, fell flat on the pt's chest, and then drop to the floor. The in-patient was removed from the treatment room and examined by the medical oncology physician, and then was released back to the hosp with no reported injuries.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.